Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It is reported that pt was revised due to loosening.

Event description:
It was reported that the device was not properly attached inside the patient's chest. The device moved in the pocket and caused the lead to dislodge.

Manufacturer narrative:
The device's functionality was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.